Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 30mm 5200m mitral ring package was removed from sealed box within the operating room. The outer package was opened in the usual fashion, however, on inspection, the inner package was found peeled back slightly. The ring was not placed on the field as unable to verify the sterility of the inner package.

Manufacturer narrative:
Manufacturer narrative: h3: customer report of open packaging was confirmed. As received, shelf box and tray lid from reported model and sn number. The shelf box was returned unsealed and the packaging outer tray and inner tray seal was partially lifted up from lid with ring inside shelf box. Sn tag was visible through the packaging tray. No visible inconsistencies were observed on the returned ring. Engineering task has been opened and assigned for further investigation.

Event description:
It was reported that a 30mm 5200m mitral ring package was removed from sealed box within the operating room. The outer package was opened in the usual fashion, however, on inspection, the inner package seal was found partially peeled back. The ring was not used as the implant team was unable to verify it's sterility. Per additional information: the tamper seal on the outer box was not broken. The event happened in the operating room.

Manufacturer narrative:
H10. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6 component code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Complaint is confirmed. An edwards manufacturing defect is confirmed. A CAPA was initiated and investigated and identified two root causes for the defect: human error and lack of sufficient details in documentation. Corrective actions have been taken to address the aforementioned root causes.